Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose level was 4.6 mmol/l at the time of incident. Customer stated that the button of the insulin pump was not responding. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer reported after troubleshoot yesterday she had alarm again but when not pressing any button insulin pump was not responsive and had to take out battery again. After placing battery back in insulin pump works but the menu button and down button are not responsive. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.